Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that an open tyvek cover was found during unpacking of an hls set. The defect was noted prior to use and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that an open corner of the tyvekcover was found during unpacking of an hls set. The defect was noted prior to use and no patient was involved. No harm to any person has been reported. The affected hls set was investigated at the getinge laboratory on 2023-01-20 with following conclusion: during visual inspection the open area of the tyvekcover could be confirmed. The tyvekcover was peeled off at one corner. Further investigation steps showed that the seal was fully present on the intellipack tray. On the affected corner of the tyvekcover, the typical signs of kinking from manually opening the set could be seen. At the sealed areas, the tyvekcover was tightly bonded to the intellipack tray. The sealed seam was straight and continuous up to the open areas. No defects such as gaps, channels or transparent areas could be observed in the entire area of the sealed seam. No abnormalities could be detected in the present sealing, which would indicate a faulty sealing of the intellipack tray. A most possible root cause for the open area could not be determined during the investigation. The affected production records have been reviewed for the reported failure on 2023-01-20. According to the final test results, the hls set passed the tests as per specifications. Based on the investigation results the reported failure "open corner on the tyvekcover" could be confirmed but the exact root cause could not be determined. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(6).